Manufacturer narrative:
Evaluation summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: 5076-52 lead implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called their follow-up clinic to report hearing an audible alert tone. The patient came in to the office the next day, whereupon the device was interrogated. It was noted that the device reached end of service (eos) one day after reaching recommended replacement time (rrt). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary continued: the device was returned and analyzed. The returned device had incomplete analysis because the device was damaged during the analysis process. Hybrid analysis confirmed that the low battery voltage was the cause of the no-telemetry/no-output condition. When powered by an external supply, the system current drain was nominal. The device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain, was observed. No hybrid anomalies were found. If information is provided in the future, a supplemental report will be issued.